Event description:
The affiliate reported a customer who reported that an indicator used as a control, which was supposed to be positive, was negative. The affiliate could not report whether or not the load was recalled and if there were any reports of patient injury.